Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction in the memory logs but the cse was not able to duplicate the alleged failure. No parts were replaced. The unit passed extended self-testing. (B)(4).

Event description:
Covidien received information stating that an 840 ventilator had a touch screen blocked while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.